Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: it is unknown if broken or frayed cables were visible at the instrument wrist. No report of dislodged/unhinged jaw or grip tip sticking out. No report of the instrument jaws stuck closed or unable to open while grasping tissue. No report of material missing or detached from the instrument tip. No photographic images of the instrument available for review. The product has already been shipped back to isi for evaluation.